Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. After the first deployment attempt of a transcatheter valve, the valve was recaptured due to the implant depth being too high and an infold was observed at an implant depth between 1-2 millimeters (mm). It was noted that there was difficulty recapturing the valve. However, after it was recaptured, the valve withdrawn from the patient. A second valve was loaded into a new dcs and used to complete the procedure. It was noted that a 5 minute procedural delay occurred in result of the infold. Per the physician, the depth of implant contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012650705); product type: 0195-heart valves; implant date: na ; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.